Event description:
It was reported that a patient underwent an unknown chest (thoracic) procedure on an unknown date and suture was used. When the package was opened, the suture had been detached from the needle. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: what was the procedure date? Investigation summary: visual analysis of the returned sample revealed that one sample of product code vcp602, was received for evaluation. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/ suture was found detached since the insertion end of the suture did not meet the requirement. The pull-out has been correlated to the manufacturing process. This defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.